Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specification range. No failed battery test alarm was noted after battery insertion. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. All buttons functioned properly; however, moisture damage was noted on keypad traces. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. (B)(4).

Event description:
Customer reported via phone call that the act, esc and b buttons were not responding. Blood glucose value was 42 mg/dl; treated with juice. The customer also reported the insulin pump alarmed failed battery test and the alarm could not be cleared. No significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.